Event description:
It was reported that the patient underwent a spinal fusion procedure using rhbmp-2. An unknown time post-operatively the patient experienced edema and fluid retention. No additional complications were reported.

Manufacturer narrative:
(B)(4): this part is not approved for use in the united states; however a like device catalog # 7510600, PMA # p000058 was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.